Event description:
A (B)(6) old male pt called in to zoll lifecor customer support to report that his monitor wouldn't power on with either of his batteries. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (monitor will not power on) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.